Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient was in need of an MRI of their thoracic spine. It was reviewed the patient's device was only eligible for head mris. Head-only MRI guidelines and potential events should a scan be done for full-body scanning were reviewed. The caller mentioned the device was not working, but there were claims that therapy was still working, but could not be shut off. When asked questions to determine if the ins was the issue or the patient programmer, this was unknown by the caller, as they only got information from the nurse. The date of the event was also unknown by the caller.